Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The baseline gender/age characteristics is male/68 years old. Six patients had aki which required rehospitalization or prolonged hospital stays, two patients had cardiac tamponade, two patients had vascular access complications, one patient had worsened heart failure, two patients had an intraprocedural transient coronary spasm and one patient had an atrioventricular block. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: acute kidney injury and haptoglobin depletion after pulsed field ablation: impact of device type under routine hydration protocol circulation: heart rhythm, 2025, volume 23, issue 3 doi.org/10.1016/j.hrthm.2025.12.009 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a study aimed to evaluate the incidence and predictors of severe hemolysis, defined as haptoglobin depletion, and acute kidney injury (aki) after pulse field ablation (pfa) using 2 different systems under prophylactic hydration. Six patients had aki which required rehospitalization or prolonged hospital stays, two patients had cardiac tamponade, two patients had vascular access complications, one patient had worsened heart failure, two patients had an intraprocedural transient coronary spasm and one patient had an atrioventricular block. The status of the devices is unknown. No additional adverse patient effects were reported.